Manufacturer narrative:
(B)(4).

Event description:
New information notes that the patient claimed that the device had shorted in their chest. Due to this, their ejection fraction (ef) was lowered and their quality of life had diminished.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experienced a vibratory alert from their implantable cardioverter defibrillator. In clinic the device was unable to be interrogated. Abnormal premature battery depletion was alleged. The device was explanted and replaced. The patient was stable before and after the procedure.